Event description:
It was reported high impedances. MFR rep stated reading >4000 ohms was consistent for electrode 1. Impedance measurements: ref electrode 0: 1>4000 ohms; 2 662 ohms; 3 602 ohms; ref electrode 1: all greater than 4000 ohms; ref electrode 2: electrode 0 662 ohms; electrode 1 greater than 4000 ohms; electrode 3 527 ohms; ref electrode 3; electrode 0 602 ohms; electrode 1 greater than 4000 ohms; electrode 2 527 ohms. It was stated they were intra-op performing a battery replacement and pt only felt stim at 10.5 v amplitude. Impedance measurements were reviewed and were normal. It was later reported that lead was replaced and pt had great paresthesia. Additional info will be provided when available.

Manufacturer narrative:
(B)(4).